Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, several weeks after implant the device was "nonfunctioning" with an inability to pump up the device. The physicians were also unsuccessful in inflating the device; there seemed to be an inability for the fluid to cycle, preventing the device from functioning appropriately. Eventually, the patient elected to have his device replaced.